Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the doctor commented that it had a difficulty in separating the anvil from the device before use on the patient. At first, purse-string suture was performed on the anvil side. When the doctor was going to connect the anvil with the device, it was too hard to connect. Finally another new device was connected with the anvil and used to complete the case. There were no adverse consequences to the patient.